Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2024) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the shaft was allegedly cracked and kinked. It was further reported that the device allegedly was unable to thread through the wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon catheter was received for evaluation. During visual evaluation, the entire length of the catheter was examined for damage revealing a kink. During functional evaluation, the sample guidewire lumen was flushed. The patency of the guide-wire lumen was tested using an in-house guidewire and was able to be inserted without issues. No other functional testing was performed. Therefore, the investigation is confirmed for the reported kink as a kink was noted on the catheter. The investigation is unconfirmed for the reported break as no evidence of a break could be found. The investigation is also unconfirmed for the reported guidewire advancement failure as an in-house guidewire was able to be inserted through the sample without any issue. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The current instructions for use states: device handling precautions: the balloon protector and wire lumen stylet should stay in place during preparation of the lutonix® catheter and not be removed until just prior to placing over guidewire. H10: d4(expiry date: 04/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the shaft was allegedly cracked and kinked. It was further reported that the device allegedly was unable to thread through the wire. The procedure was completed using another device. There was no reported patient injury.